Event description:
Peak inspiratory pressure (pip) measurement was accurately reached with each breath, however positive end expiratory pressure (peep) was unable to be maintained and measured on manometer. During troubleshooting of device, the valve appeared to be stuck. This can be either a result of a change in patient status or a defective product.